Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 28-year-old female patient who had essure inserted for hysterectomy. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hysterectomy ("hysterectomy because of essure everything but ovaries") and experienced dyspepsia ("heart burn") and pain ("pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6)2014. At the time of the report, the medical device removal and hysterectomy outcome was unknown. The reporter considered dyspepsia, hysterectomy, medical device removal and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information was added. Events: heart burn and pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 28-year-old female patient who had essure inserted for hysterectomy. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspepsia ("heart burn") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy - but ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, dyspepsia and pelvic pain outcome was unknown. The reporter considered dyspepsia, medical device removal and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality-safety evaluation of ptc. Previously reported event of "hysterectomy beacouse of essure everything but overies" deleted and hysterectomy added under "medical device removal". Previously reported event of pain recoded to pelvic pain female. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for hysterectomy. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hysterectomy ("hysterectomy because of essure everything but ovaries"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and hysterectomy outcome was unknown. The reporter considered hysterectomy and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.